Event description:
Alaris pc 8015 infusion pump programmed correctly, delivered dopamine at a larger dose than programmed. Renal-dose dopamine was started for pt undergoing a mitral valve replacement . More than 12x the dose of dopamine was administered continuously throughout the case. The increased rate of dopamine was discovered in ICU when ICU rn hung a new bag and observed the fast drip rate, which was then witnessed by the pa. The programming of the pump was reviewed by 2 physician assistants, 1 ICU rn and found to be correct. Download of the keystrokes from alaris also confirmed correct programming. Dates of use: (B) (6) 2009 (B) (4). Diagnosis or reason for use: renal dose dopamine during cardiopulmonary bypass. Event abated after use stopped: yes.